Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/touch contamination. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of the peritonitis was the patient made a mistake/touch contamination. Treatment included an unspecified antibiotic. At the time of this report, the patient remained hospitalized. The patient was recovering from the event of peritonitis. The outcome of the event of the patient made a mistake/touch contamination was unknown. Per the reporter, the peritonitis was unrelated to dianeal therapy. An opinion of causality for the patient made a mistake/touch contamination was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k09048, h11j13075 and h11i28066 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.